Event description:
High frequency unipolar cable ("monopolar cord") had a piece of plastic in the connector and the surgeon was unable to connect the instrument to the cord. This occurred prior to surgery start, it was removed from the sterile field prior to surgery start and it was not used on the pt. Defect identified while plugging in instrument. Never used on pt. The surgery leadership upon review revealed the defect was noted to be readily apparent upon plugging in the instrument. FDA safety report ID# (B)(4).